Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low battery alert. The customer's blood glucose level at the time of incident was unknown. The customer states their levels had been as high as 438mg/dl. The customer states they treated with bolus delivery. Troubleshoot was conducted but not completed due to customer having disconnected the call.